Event description:
A customer experienced a problem with co angel wing blood collection set with luer adapter. The customer reports that three separate exposures have occurred during the last month, one involved a pt and the other two involved a rn (needle stick). A rn was attempting to activate the device after removing the needle from a pt and received a needle stick. When activating the wings the wings "bounced back" toward the needlepoint and resulted in a needle stick. The second occurrence of a needle stick occurred again when the device was being activated, very similar to the instance with the pt. The tn was scratched with the metal tip after activation, which resulted in a blood draw from the rn and also had to be treated as a needle stick. There also was one instance when the metal tip ripped a rn's medical glove after activation; no injury was reported with this instance.